Event description:
It was reported that a cartridge was leaking during prefilling, and the user completed a full supply change with guidance; replacement supplies were initiated. Customer care provided assistance with walking the user through supply change. Investigation of this case revealed that the leakage source on the cartridge was not identified during troubleshooting, and the issue resolved after a complete supply change. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no medical intervention and continued therapy after replacement supplies were arranged. It was concluded that the event involved a leaking cartridge with no patient harm and resolution through supply replacement and user guidance.